Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed to discharge in sync mode. There was no reported patient involvement.